Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Patient's blood glucose at time of incident was 136mg/dl. The customer received a big x on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to verify critical pump error (open book image) due to display anomaly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, severe corrosion on force sensor assembly and corrosion on motor home switch.